Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea and cloudy pd effluent. The cause of the peritonitis was unknown. One day after onset, the patient began treatment for the peritonitis with vancomycin (2 gm, frequency and route not reported). It was unknown if the patient was hospitalized for the event. On an unreported date, the patient recovered from peritonitis. It was not reported if dianeal therapy was ongoing. No additional information is available.